Event description:
It was reported that during a da vinci si gallbladder procedure a monopolar cautery instrument would not cauterize. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Electrical continuity testing did not pass with the attached hook accessory connected at the distal end adapter and therefore instrument would not perform cautery function. No broken conductor wire was found when the housing was removed. Upon further inspection, damage was found at the electrical contacts of the adapter where the hook accessory is connected on the distal end. With no connection between the electrical contacts and attached hook accessory, the cautery function would not work. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.